Event description:
It was reported that this radiofrequency programmer head had multiple incidents of difficulty with interrogating. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment of telemetry difficulty, the head passed all tests and no anomalies were found. (B)(4).